Manufacturer narrative:
Insulin pump was received with broken battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
Customer called to report high blood glucose levels. It was also reported that insulin pump was damaged. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.